Event description:
It was reported in premature ventricular contractions (pvc) episode through a remote transmission that the patient's pacemaker exhibited under-sensing. The patient had no adverse consequences.